Manufacturer narrative:
Corrected h6 code: health effect.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an atrial fibrillation ablation procedure, the mapping catheter was inserted into the introducer several times, and an st elevation was noted. This self resolved and the patient did not display any symptoms. Air was aspirated and saline leaked out from the hemostasis valve, and the physician suspects the air came from the agilis. The procedure was completed without replacing the introducer and there were no adverse consequences to the patient.